Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 453mg/dl; the customer was treated with an insulin drip. The caller experienced vomiting and ketones. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent in half. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.